Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator was auto-cycling in simv/CPAP mode 10/6 on a patient. The patient was transferred to a different device no patient harm.

Event description:
Additional information received indicates that the ventilator was returned for further investigation. The reported problem was duplicated and isolated.

Manufacturer narrative:
H3: root cause findings: the reported problem was duplicated and isolated to a hole on valve differential transducer low pressure port silicone tube p/n 18336-001. Disposition: route 1200 service repair p/n 18888-001-99 s/n (B)(6) s/v 05.10 to factory service to have a new silicone tube p/n 18336-001 installed, then have assembly processed.